Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("at least one essure coil had migrated into uterine cavity/ malposition of essure (uterine cavity)/ migration of essure device (uterine cavity)"), pelvic pain ("severe pelvic pain/ pain (pelvic constant and severe)"), abdominal pain ("severe abdominal pain"), pelvic inflammatory disease ("pelvic inflammatory disease / pid") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2003, (B)(6) 2003, (B)(6) 2007), recurrent abortion, premature birth, stress urinary incontinence, carpal tunnel syndrome from 2007 to 2009, nephrectomy in 2009, pelvic inflammatory disease, ulnar nerve injury and cesarean section. Concurrent conditions included overweight, low back pain, pain in hip and hemorrhagic ovarian cyst. Concomitant products included calcium and multivitamins. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 1 year 11 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of coil(s) - hysteroscopy ((B)(6) 2014) and unilateral salpingectomy ((B)(6) 2015)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, abdominal pain, pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: confirmed total bilateral occlusion test (date unspecified): confirming tubal occlusion with the essure device test in (B)(6) 2014: at least one essure coil had migrated into uterine cavity. (B)(6) 2014 ultrasound pelvis: impression: bilobed cystic left adnexal mass, likely arising from the left ovary, which is divided into simple cystic and hemorrhagic components. No definite suspicious sonographic findings are identified to suggest malignancy. Lrregular linear echogenic structure within the endometrial cavity, likely a dislodged essure device. Small amount of simple free fluid in the pelvis which may be physiologic. (B)(6) 2014 CT abdomen pelvis w/o contrast : no CT evidence for free retroperitoneal and/or pelvic free fluid or fluid collection. Lobular hypodensity in the anterior aspect of the uterine fundus, may represent an unusual appearance of a pedunculated uterine fibroid versus a cystic/complex cystic ovarian mass. (B)(6) 2015 hsg : unilateral right-sided essure device. Absence of free spillage of contrast into the peritoneal cavity is most compatible with bilateral tubal occlusion. (B)(6) 2015 CT abdomen pelvis w/ contrast impression: bilateral corpus luteum cysts in the ovaries. Small amount of mildly hyperattenuating free fluid in the cul-de-sac, which may represent hemoperitoneum. Left-sided essure contraceptive device is no longer seen within the uterus, consistent with interval migration of the device outside of the patient. Normal appendix. Absent left kidney. The right kidney is prominent in size, likely due to compensatory hypertrophy. (B)(6) 2015 surgical pathology: right fallopian tube and essure device, right cyst wall : final diagnosis: right fallopian tube and essure device excision: metallic coil, fallopian tube without diagnostic abnormalities right ovarian cystectomy: hemorrhagic corpus luteum. Clinical history and impression: unspecified symptom associated with female genital organs. Pelvic inflammatory disease. Hemorrhagic cyst of ovary. Gross description: 6.3 x 0.8 x 0.7 cm fimbriated fallopian tube with a purple-pink smooth glistening serosa. The fallopian tube is sectioned to reveal a pinpoint lumen. Also received is a 4.0 x 0.2 x 0.2 cm coiled metallic device with attached soft pink-tan tissue. Concerning the injuries reported in this case, the following ones were described in patient's medical recordes: confirmed pelvic pain, abdominal pain, dysmenorrhea, vaginal haemorrhage, partial expulsion of device, pelvic inflammatory disease. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2018: pfs and medical records received: reporters added, patient's medical history and concomitant drugs added, new events added - abnormal bleeding (vaginal, menorrhagia), perforation (uterus), abnormal bleeding, dysmenorrhea (cramping), pelvic inflammatory disease. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("at least one essure coil had migrated into uterine cavity"), pelvic pain ("severe pelvic pain") and abdominal pain ("severe abdominal pain") in a female patient who received essure for female sterilisation. On (B)(6) 2013, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced device expulsion (serious criteria medically significant and clinically significant/intervention required), pelvic pain (serious criteria medically significant and clinically significant/intervention required) and abdominal pain (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (essure coil removed), surgery (remaining essure coil removed) and surgery (remaining essure coil removed). Essure was withdrawn. At the time of the report, the device expulsion, pelvic pain and abdominal pain outcome was unknown. The reporter considered device expulsion, pelvic pain and abdominal pain to be related to essure. Diagnostic results: test (date unspecified): confirming tubal occlusion with the essure device. Test in (B)(6) 2014: at least one essure coil had migrated into uterine cavity. Company causality comment: a female plaintiff had essure inserted and experienced severe pelvic pain and abdominal pain. It was confirmed that at least one essure coil had migrated into uterine cavity (regarded as partial expulsion of device). Essure coil was removed. After removal of one coil, she was still experiencing pelvic pain and abdominal pain. A second surgery to remove remaining essure coil was performed. The events are anticipated according to the reference safety information for essure. Pelvic pain and abdominal pain may occur with essure therapy. In addition, there is a risk of that the device could move out of fallopian tubes. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: a female plaintiff had essure inserted and experienced severe pelvic pain and abdominal pain. It was confirmed that at least one essure coil had migrated into uterine cavity (regarded as partial expulsion of device). Essure coil was removed. After removal of one coil, she was still experiencing pelvic pain and abdominal pain. A second surgery to remove remaining essure coil was performed. The events are anticipated according to the reference safety information for essure. Pelvic pain and abdominal pain may occur with essure therapy. In addition, there is a risk of that the device could move out of fallopian tubes. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.